Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath and began to thread the iab over the guidewire. While moving the iab over the guidewire, the iab stopped "about one inch" before the guidewire exited the iab catheter. The md removed the sheath and requested another iab.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.